Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and uterine perforation ('expulsion of essure device\migration\there was an area in the right uterine cornu of hemorrahge and apparent perforation') in a 35-year-old female patient who had essure (batch no. B59457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. She denies any burning with urination,vaginal bleeding or discharge. Previously administered products included for an unreported indication: mirena from 2009 to august 2014. Concurrent conditions included abnormal loss of weight, ovarian pain, suprapubic pain, ovarian cyst, premenstrual dysphoric disorder and fibrosis. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2014 to (B)(6) 2014, ibuprofen (motrin) from august 2014 to november 2018, medroxyprogesterone acetate (depo-provera) from august 2018 to october 2018 and paracetamol (tylenol) from august 2014 to november 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain and breakage and migration. The right e-sure coil was placed with 5 to 7 trailing coils, the left e-sure coil was placed with 7 to 9 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Pathology test - on (B)(6) 2018: cervix: acute and chronic inflammation and reactive atypia. Negative for dysplasia and carcinoma. Endometrium: inactive endometrium with patchy stromal negative for hyperplasia and carcinoma. Myometrium: leiomyoma. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: device expulsion, device breakage, device dislocation and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: quality safety evaluation of product technical compliant. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and uterine perforation ('expulsion of essure device\migration\there was an area in the right uterine cornu of hemorrahge and apparent perforation') in a (B)(6) year old female patient who had essure (batch no. B59457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. She denies any burning with urination, vaginal bleeding or discharge. Previously administered products included for an unreported indication: mirena from 2009 to (B)(6) 2014. Concurrent conditions included abnormal loss of weight, ovarian pain, suprapubic pain, ovarian cyst, premenstrual dysphoric disorder and fibrosis. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) from (B)(6) 2014 to (B)(6) 2014, ibuprofen (motrin) from (B)(6) 2014 to (B)(6) 2018, medroxyprogesterone acetate (depo-provera) from (B)(6) 2018 to (B)(6) 2018 and paracetamol (tylenol) from (B)(6) 2014 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("physical pain/pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain and breakage and migration. The right e-sure coil was placed with 5 to 7 trailing coils, the left e-sure coil was placed with 7 to 9 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Pathology test on (B)(6) 2018: cervix: acute and chronic inflammation and reactive atypia. Negative for dysplasia and carcinoma. Endometrium: inactive endometrium with patchy stromal negative for hyperplasia and carcinoma. Myometrium: leiomyoma. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: device expulsion, device breakage, device dislocation and depression. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and medical record received. Essure lot number, race and explant dated were added. Product indication updated. Events- expulsion of essure device, breakage/ expulsion: breakage, migration\there was an area in the right uterine cornu of hemorrahge and apparent perforation, abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish and abdominal pain were added. Event outcome updated for: physical pain/pelvic area. Medical history, lab data, historical and concomitant medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.